Manufacturer narrative:
The investigation determined that a higher than expected vitros vanc quality control result was obtained on a vitros 5600 integrated system. There was no evidence of a reagent issue based on daily vitros vanc quality control data and the results of precision testing. The investigation was unable to determine a definitive root cause. However, an instrument or reagent related event could not be ruled out as a potential contributing factor. The root cause of this event is unknown.

Event description:
The customer obtained a non-reproducible higher than expected vitros vanc quality control result on a vitros 5600 integrated system. A value of 19.1 g/ml was obtained from the biorad level 1 fluid versus the expected value of 6.0 g/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No vitros vanc patient results were affected. There was no report of patient harm as a result of this event. (B)(4).